Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7082946. Medical device expiration date: 2020-02-29. Device manufacture date: 2017-03-27. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter separated from the needle hub when the cap was removed. Lot # 7082946 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: the nurse manager couldn't recall the exact issues of each of these catheters as they have been having ongoing issues for a while that bd has just recently been made aware of. He said that 1 of the catheters just came completely off when the cap was removed, while another crinkled up in a patient when they were trying to insert it. They feel that the needle tip itself feels more dull and that they are constantly just resticking patients.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter separated from the needle hub when the cap was removed. Lot # 7082946 and an unspecified lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: the nurse manager couldn't recall the exact issues of each of these catheters as they have been having ongoing issues for a while that bd has just recently been made aware of. He said that 1 of the catheters just came completely off when the cap was removed, while another crinkled up in a patient when they were trying to insert it. They feel that the needle tip itself feels more dull and that they are constantly just resticking patients.

Manufacturer narrative:
H.6. Investigation: bd received 8 24 gauge insyte autoguard units from lots 7082946, 8339597, 9233891, 8163664, 8213989, 7030919 and an unknown lot for evaluation. A review of the device history record was performed for the reported lots and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that the needle tip had pierced through the catheter tubing leaving a v-shaped cut. The catheter and needle tips were inspected and found to be acceptable and no signs of damage was observed. No kinks or bends were observed with the units. Next, a water/air leak test was performed and no leakage was observed. Finally, a penetration and drag test was performed and all units passed and were found to be within product specifications. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were observed a definitive root cause could not be determined. However, the observed v-shaped cut in the unit received from the unknown lot could be a contributive factor for the reported issue of catheter kink.